Event description:
The customer reported that during preparation for rf ablation procedure, it was noted that the pad was partly discolored. It was not used on the pt. Initial eval of the incident pad found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.